Manufacturer narrative:
The correct analysis results are now attached. Upon receipt the lead was found cut 14.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. A 9 cm long medial fragment was not returned. An explantation aid was still inserted in and on the distal lead fragment. The performance of the lead was scrutinized, including a visual inspection. Ligature marks were noted 36 cm proximal to the lead tip. At this position the conductor cable leading to the svc shock coil was found fractured. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics and location mentioned above, it is reasonable to assume that these damages resulted from a very tight suture sleeve. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 39 cm proximal to the lead tip and 13 cm distal to the is-1 connector pin the insulation was found abraded. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages like cuts into the insulation 12 cm proximal to the lead tip, the from the yoke torn segment leading to the atrial connector pin and the deformed svc and rv shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was extracted due to high shocking impedance and a fracture visible on x-ray. Should additional information become available, this file will be updated.